Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged "the pump was vibrating for no reason". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: on investigation, the vibration issue was not duplicated. The vibration feature of the pump worked properly and as intended. There was no damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint.